Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4

Event description:
Reference number (B)(4). Event occurred in spain. On 21-may-2024, 18-jun-2024, 23-jun-2024 and 29-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.